Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on october 05, 2021 that a wallflex biliary rx partially covered stent was to be implanted to treat a biliary obstruction during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, the stent did not "open" inside the patient. The stent was removed from the patient and the procedure was completed with another wallflex biliary rx partially covered stent. There were no patient complications reported as a result of this event. Note: boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.